Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information received indicated this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode were explanted as a result of an infection. No additional adverse patient effects were reported.

Manufacturer narrative:
The device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that approximately two weeks following the implant procedure, the pocket wound opened up with this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode. A revision procedure was performed and the pocket was flushed and re-closed. No additional adverse patient effects were reported.